Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from tandem technical support to perform a system check, but issues were identified. Customer replaced pump supplies as necessary and resumed insulin.